Event description:
Sharps-stick by single user. Physician noted upon insertion of a stylet assembly, that it was snug within the needle guide being used (note that device is designed to be a snug fit). During procedure, when physician attempted removal of assembly (stylet, sheath and needle guide). She reported that it was difficult to remove. It should be noted that it was attempted to remove the assembly, not the individual pieces one at a time, as per manufacturer's recommendations. When device was removed, physician nicked herself with sharpened point of the stylet. No negative effects on user (blood tests performed). No negative effect on patient. Product was returned to manufacturer and evaluated. Evaluation showed that product met all specifications,